Event description:
This lead was attempted on (B)(6) 2012, but was not implanted, due to lead got tissue caught in helix. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).